Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains implanted in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat grade 4 degenerative mitral regurgitation (mr). The first clip was deployed on the leaflets, but during removal of the gripper line, the patient experienced some transient blood pressure elevation and the clip detached from the posterior leaflet (slda). A second clip was implanted to further reduce mr and to stabilize the slda clip. Final mr grade was 2. There was no reported adverse patient sequela or a clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated the reported single leaflet device attachment (slda) appears to be related to a combination of patient morphology/pathology (large flail gap) and procedural conditions/user technique (tension related to gripper line removal). The reported hypertension is a result of the procedural condition of slda. The reported patient effect of hypertension as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.